Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch as the lead exhibited high out of range pace impedance measurements greater than 2000 ohms. It was noted that this was a gradual rise. Technical services (ts) was consulted and discussed it was likely due to calcification or mineralization. No noise on presenting electrogram (egm). Technical services (ts) was consulted and discussed possible reprogramming options. This rv lead remains in service. No adverse patient effects were reported.